Event description:
It was reported to philips that the device's therapy switch is not functioning properly. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Updated